Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) and transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel.